Manufacturer narrative:
Zoll has received the zoll autopulse lithium ion battery in complaint for investigation. A supplemental report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse lithium ion battery failed to power up the platform in sudden cardiac arrest patient. The same result occurred with the spare battery as well. The crew reverted to manual CPR for an unspecified amount of time. The patient did not survived after received manual CPR and was pronounced deceased at hospital. No compression was provided by the autopulse. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Autopulse did not provide compressions, and did not cause or contribute to the patient's death. In this event, death is attributed to out-of-hospital cardiac arrest (ohca). Death is an expected outcome for ohca.

Event description:
It was reported that the autopulse lithium ion battery (sn (B)(4)) was placed in the autopulse platform for patient use. The battery failed to power up the platform. According to the reporter, the same result occurred after the responding crew inserted the spare battery (sn (B)(4)) into the platform. Ultimately, the crew reverted to manual CPR for an unspecified amount of time. Patient was pronounced deceased at hospital. The reporter indicated the autopulse platform was later tested at the station by zoll sales representative utilizing demo battery. The battery successfully powered on the autopulse platform. According to the reporter, both batteries failed to charge when placed inside the autopulse multi chemistry charger. This complaint is for autopulse lithium ion battery (sn (B)(4)) for event occurred with autopulse lithium ion battery (sn (B)(4)), see MFR 3010617000-2018-00347.

Manufacturer narrative:
As reported, battery was placed in the autopulse platform for patient use. The battery failed to power up the platform. The battery failed charging in a known good multi chemistry charger, confirming the customer complaint. No physical damage was observed, and no leds of any type were lit on incoming inspection. The battery archive could not be downloaded. Component level inspection was performed by opening the battery pack and two thermistors were found to be damaged. In addition, water moisture was found on the pc board. The cause for this battery failure, based on the review of the battery, is a damage components on the battery management board due to a water moisture on the pc board. Per autopulse power system user guide, general warnings and precautions section: "do not immerse any portion of a battery in water or other fluids. Do not allow fluids to enter a battery or a battery connector. Fluid immersion or spillage may permanently damage the battery or present a fire or shock hazard.